Event description:
Same event as MFR's report #: 6000093-2007-00236. It was reported that during a ptca/stenting procedure, the liberte monorail stent delivery system became stuck in the runway jr4 guide catheter. The lesion being treated was in the right coronary artery (rca). The runway jr4 guide catheter filled with thrombus and the liberte monorail stent became stuck in guide catheter. The devices were removed together with no complications, and the case was completed with another of the same devices including deployment of another liberte stent. Pt status was reported as 'okay'.